Manufacturer narrative:
Qn#(B)(4). The IFU indicates that the dilator should be removed and not remain indwelling. The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The customer alleges that after three hours of use, it was observed that the dilator hub detached. Note: veterinarian use.

Manufacturer narrative:
(B)(4). The customer returned the sheath/dilator assembly. The blue hub was separated from the body of the dilator. Under microscopic examination, the hub and dilator were observed to be white at the separation point, indicating stress. The outer diameter (od) of the dilator body measured .1085" (proximal end), which is within the specification. The dilator was able to pass through the returned sheath with minimal resistance. A device history record (DHR) review was performed on the dilator with no relevant findings. The dilator product drawing was reviewed as part of this investigation. The IFU warns not to apply excessive force while removing the sheath/dilator. If withdrawal cannot not be easily accomplished, the cause should be determined using fluoroscopic guidance and further consultation should be requested, if necessary. It was reported that dilator detached from the hub while in use. The dilator was returned and the complaint was verified through visual inspection. The point of separation was examined microscopically and the appearance of the surface was rough and had a whitish appearance. This appearance indicates that the dilator hub had been properly attached and appears to have been separated as a result of excessive lateral force applied to the dilator hub. A DHR review was performed on the dilator with no evidence to suggest a manufacturing related cause. Based upon the observed damage and information provided, it was determined that operational context caused or contributed to this complaint.

Event description:
The customer alleges that after three hours of use, it was observed that the dilator hub detached. Note: veterinarian use.